Manufacturer narrative:
Pump received with blank display due to moisture damage on lcd board.unable to perform idle, run current, self, off no power, restart error, displacement, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests due to blank display. Pump had minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump has fluid and condensation underneath the display screen. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.